Event description:
Adverse event(s): "overcorrection" (overcorrection). Product problem(s): "none reported" (no information). An ophthalmic technician reports a pt that is overcorrected in the right eye following refractive surgery. The surgeon's target for this pt was plano and at one month post-op the pt is +.75 sphere.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).